Event description:
Femostop malfunction, it did not deflate. Same femostop applied on day shift after pulled sheath out. We were trying to deflate while pt was having a vagal response, but it would not deflate. Femostop it worked properly.====================== health professional's impression======================bulb would not deflate, cause unknown.